Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that she got into a pool and forgot she had the insulin pump on. She stated that the insulin pump alarmed battery out limit after a battery replacement. She noted that the insulin pump was alarming and vibrating, but she could not clear the alerts. The customer's blood glucose was 128 mg/dl. She observed fluid under the liquid crystal display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.